Manufacturer narrative:
Investigation pending.

Event description:
Pt was tested on inratio meter may 28 at 1pm and got 1.7 inr. Later that evening, pt had to go to the hospital due to pain and was told she had pancreatitis. She was admitted to the hospital that evening and on may 29th at 6:30am, she was tested at the lab and got 25.8 inr, she was treated. She was again tested at 10:05am same morning and got >10 inr result with the lab. Pt tested again with the lab in hospital at 3:25pm same day and got 5.2 inr. Pt's results previously on the meter were: (B)(6) 2010 got 1.9 inr; (B)(6) 2010 got 2.8 inr, had dose lowered; (B)(6) 2010 got 1.7 inr. The inratio meter was never used while the pt was in the hospital. The ae rep was told pt was given lovenox while she was in the hospital. He also advised nursing home to retest same pt on the inratio meter and get lab test done same day.